Event description:
A healthcare provider reported that a customer involved in an abbott diabetes care clinical trial developed a "painful abscess" at the insertion site of their freestyle navigator continuous monitoring system's sensor. Caller reported the symptoms occurred on (B)(6), 2011 and noted the presence of "pus" at the insertion site which was manually expressed by the clinician. Customer was treated with a prescription antibiotic cream, "(B)(4) salve". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The meter has been returned and an investigation is in process. A follow-up report will be submitted once the investigation is completed.

Manufacturer narrative:
Original MDR sent on (B)(6) 2012 should have been sent as a final report. No product has been returned. This is a correction report.